Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 600 mg/dl. The customer was treated with intravenous drip. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer stated that her husband was sick and feeling weak. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.